Manufacturer narrative:
The complaint of high reading was not confirmed on the returned set. An image was provided by the customer showing the involved product. No visual anomalies were observed on the returned set. When the transpac was electrically tested, and a wave form was able to be zeroed with the waveform visible on the monitor. The sample had performed per the specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a transpac¿ it monitoring kit neonatal, 12", 3 stopcocks, 30ml flush (for use with infusion pump). The reporter stated that the product was involved in a patient safety report in the facility. The issue was that the IV tubing was bent causing an alarm for high pressure. The waveform was dampened or would read as disconnected and would cause alarms to go off. There was patient involvement and there was delay in therapy; however, there was no human harm.